Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead experienced high capture thresholds. The physician elected to explant and replace the lead in order to resolve the issue. Patient was discharged and no symptoms or adverse health consequences were reported.